Manufacturer narrative:
At this time, both the device and rv lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead fell while in rehabilitation. It was discovered that there was a wire protruding from the patient's skin. It is unknown if the wire is due to the implanted products. No other adverse patient effects were reported. The patient was scheduled for a follow up, but did not attend the appointment.